Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported for clip opened during establishing final arm angle (faa) from this lot. In addition, per the intended use section of the mitraclip ntr/xtr system instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure; therefore, this is considered as an off-label use of the device. Additionally, it should be noted that the mitraclip IFU states: failure to lock the clip may result in loss of leaflet capture and insertion. The user deviated from the steps outlined in the IFU as the clip was closed without locking during the efaa test. The off-label use of the device in the tricuspid valve did not contribute to the reported clip opening while establishing faa; however, the failure to failure to lock the clip did contribute to the reported clip opening while establishing faa. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. After positive leaflet insertion assessment, the clip opened after the first final arm angle (faa) test. It was noted that the clip was closed completely without locking the clip. The faa test was repeated twice and the clip did not open either time, thus deployment sequence was continued. After removal of the lock line, the faa test was performed again and the clip opened. The clip was re-closed and faa was successful. The leaflets remained fully inserted in the clip; therefore, the clip was deployed. The tr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.